Manufacturer narrative:
Investigation results: conmed linvatec received this tubing set for eval. A visual examination found the o-ring missing, which could contribute to the reported problem. The details related to this reported event remain unk despite multiple attempts to obtain add'l info from the user facility. The pump instruction manual provides the following warnings: do not use a tubing set that is damaged, broken, or missing the pressure sensing o-ring. Extravasation may occur if the pressure sensing system does not function properly. Always perform a patency test.

Event description:
The customer reported that during use of this tubing set, the sensor failed at the pt end. There was no report of pt injury or surgical delay with this event.